Event description:
Report of lack of restriction upon filling the adjustable gastric band. It was alleged that there was a hole in the device balloon. The device was explanted and a new one implanted in its place.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.